Event description:
New information indicates that the patient condition was stable.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was asymptomatic.

Manufacturer narrative:
The reported event of electronics performance indicator (epi) could not be confirmed. The pacer was received in normal working conditions with battery voltage at elective replacement indicator (eri). Cautery marks were noted on pacer. Electrical and mechanical analysis performed, indicated normal device functionality. Device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration meets 75% of the projected longevity based on average current drain indicating normal battery depletion.